Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, when the hydratome was removed from the package, it was noticed that the cutting wire was broken. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.